Event description:
Device 2 of 5. Reference MFR report number: 3006705815-2019-01722, reference MFR report number: 1627487-2019-05484, reference MFR report number: 3006705815-2019-01723, reference MFR report number: 3006705815-2019-01724. It was reported that the patient experienced inadequate therapy with their scs system. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted and replaced. Therapy was restored post-operatively.